Event description:
A complaint was initiated for a patient who underwent a knee revision surgery on (B)(6) 2022. The original surgery date is (B)(6) 2018. The reason for revision is reported patient pain. During the revision, the surgeon resurfaced the patient's patella no implants were removed.

Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event.